Manufacturer narrative:
Product event summary: at analysis it was noted that the stated reason for return was confirmed, the unit displayed an error message. It was additionally noted that incoming testing was unable to be performed because the unit would not power on and that the battery cable was compromised necessitating the replacement of the lower case. The device was cleaned and inspected, the lower case was replaced and it was tested and calibrated on the automated test system and it passed.

Event description:
It was reported that the external pulse generator generated an error. The generator has not been returned for service. There was no patient involvement. It was further reported that the generator had been returned for service. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.